Event description:
It was reported that a "brand new fiber broke at edge of check flow cap at 8.0 joules." The case was completed with a second fiber. Patient outcome: "no injury."

Manufacturer narrative:
Fiber analysis: the total length of the fiber is 6 feet 3.25 inches. Distal end of the fiber is broken and shows signs of devitrification. Distal end of the fiber extends 1 mm from the blue outer sheath. Distal end of the blue outer sheath shows a signs of melting. Connector: metal part of the connector is detached and not returned. Probably root cause: excess bending/user handling. Product insert cautions against sharp bending.